Event description:
It was reported that, during meniscus repair surgery, , the t2 of the ultra fast fix deployed simultaneously, after t1 was implanted. T1 was removed from the meniscus using tweezers. Procedure was completed, after a non-significant delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed packaging with a different batch number than reported. A suture with a missing t1 anchor was imaged. The handheld device is not imaged. A visual inspection revealed the device was returned outside of original packaging. The actuator was fully triggered. No physical damage visible to the device. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during meniscus repair surgery, the t2 of the ultra fast-fix deployed simultaneously, after t1 was implanted. Procedure was completed, after a non-significant delay, with a back-up device. No further complications were reported.